Event description:
Covidien received information that, during patient use, the ventilator stopped cycling. The patient was manually ventilated and switched to another ventilator. There was no harm to the patient.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the backup power supply (bps) battery pack. The ventilator passed calibrations, short self tests (sst), and extended self testing (est). (B)(4).